Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event rupture was received on january 11, 2024, with lot number 2225404. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as fold flaw opening. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider noted left ruptured implant found during surgery. The device has been explanted-replaced.

Event description:
Healthcare provider noted left ruptured implant found during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.